Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 216, 172 and 195 mg/dl. The customer¿s expected blood glucose test result ranges are 130-140 mg/dl fasting am and 180 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 135 mg/dl and 149 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/27/2025 and open vial date is 3-4 days ago. The meter memory was reviewed for previous test result history: result 1: 251 mg/dl date: (B)(6) 2025 time: 1:48pm non-fasting; result 2: 83 mg/dl date: (B)(6) 2025 time: 1:47pm non-fasting; result 3: 224 mg/dl date: (B)(6) 2025 time: 1:10pm non-fasting; result 4: 216 mg/dl date: (B)(6) 2025 time: 3:09pm fasting pm; result 5: 172 mg/dl date: (B)(6) 2025 time: 8:52pm fasting pm; result 6: 195 mg/dl date: (B)(6) 2025 time: 7:45pm fasting pm.